Manufacturer narrative:
(B)(4). Photographic analysis: two pictures were provided: picture one shows a malformed staple stuck in the tissue along with a staple. Picture two shows the staple line with staples properly formed. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a robotic assisted laparoscopic gastric bypass procedure, the first firing with a blue reload, device was fired and on inspection of the staple line it was seen that a few staples near the midpoint of the inner most row of staples did not form all the way. One leg of the staples formed and the other leg was unformed and jutting out of the staple line. The issue did not cause any bleeding or leaks and no intervention was necessary. The same device was used with additional reloads to complete the procedure. No buttressing material was being used on the firing. There were no adverse consequences for the patient.